Event description:
Related manufacturing ref: 3005334138-2019-00094, 3005334138-2019-00095, 2030404-2019-00011. Following an atrial fibrillation procedure, an embolic event occurred. During the procedure, the impedance had increased during ablation. The catheter was removed from the patient and no anomalies were observed on the catheter tip. The catheter was reinserted into the patient and the procedure was completed with no adverse consequences to the patient. Following the procedure, the patient experienced decreased visual acuity and difficulty speaking. Symptoms of an embolic event were observed so the patient was transferred to another hospital. During transfer, the patient became paralyzed on the left side of the body. An MRI and CT scan were performed and revealed a substance within the brain, similar in intensity to brain bones. Thrombolytic agent was administered but would not dissolve the substance. Therefore, the unknown substance was not believed to be a clot. A catheter was used to try and remove the substance with no resolution. The patient still has paralysis in their left leg but is able to speak. There were no performance issues with any abbott device.

Manufacturer narrative:
Three sheaths were returned from the field without differentiation. Therefore, all sheaths were investigated. The three sheaths passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported embolic event remains unknown.